Event description:
It was reported that the arctic sun device was not filling. Per sample evaluation results on 31mar2025, device had a failed circulation pump. All three isolation circuit card connections are missing retaining rings. Pt1 has broken solder joints and pt2 has been pushed inward past the front of the card. Tank seals dry rot cracking. Chiller ground stud needed reorienting.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. The device was evaluated upon receipt. It was confirmed that the pt1 has broken solder joints and pt2 has been pushed inward past the front of the card. Isolation circuit card was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not filling. Per sample evaluation results on 31mar2025, device had a failed circulation pump. All three isolation circuit card connections are missing retaining rings. Pt1 has broken solder joints and pt2 has been pushed inward past the front of the card. Tank seals dry rot cracking. Chiller ground stud needed reorienting.